Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / my mentrual cycle stays on for about two weeks out of a month and is extremely heavy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as pre previous fu: insertion date of essure: 2004. If no removal planned, select reason(s): other. Right-side projects into the lumen of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2003: total bilateral. Occlusion. Pathology test - on (B)(6) 2021: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral. Salpingectomy: cervix: histologically unremarkable. Endometrium: benign endometrial polyp and inactive endometrium. Myometrium: leiomyoma. Fallopian tubes: histologically unremarkable. Lot number: 689929, manufacture date: 2009-11, expiration date: 2012-11 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / my mentrual cycle stays on for about two weeks out of a month and is extremely heavy") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2016, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, fatigue, heavy menstrual bleeding and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted as pre previous fu: insertion date of essure: 2004. If no removal planned, select reason(s): other. Right-side projects into the lumen of the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2003: total bilateral occlusion.. Pathology test - on (B)(6) 2021: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: histologically unremarkable. Endometrium: benign endometrial polyp and inactive endometrium. Myometrium: leiomyoma. Fallopian tubes: histologically unremarkable. Lot number: 689929 manufacture date:2009-11 expiration date: 2012-11 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy menstrual bleeding most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Reporter information added. Device removal details added. Case upgraded to serious incident. Seriousness criteria removed for event: genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.